Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, during anastomosis, after six firings, the stapler was loaded properly with the reload and they pressed the green button but it did not fire. They changed the reload to complete the case. There was no patient injury.